Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the pump resumed as normal per the customer. The customer declined additional troubleshooting, so no additional information was obtained. There was no reported adverse impact to the customer's blood glucose level.